Event description:
It was reported to boston scientific corporation that during the insertion of an orbera365 intragastric balloon system on (B)(6) 2025, it was noticed that the catheter used to fill the balloon was detached. The procedure was cancelled after the patient was under local anesthesia. As a result of this event, the procedure had to be rescheduled.

Manufacturer narrative:
Block h6: imdrf code f1001 is being used to capture the reportable event of procedure cancelled post sedation/sedation unknown. Device evaluation: block h11: the returned orbera balloon was analyzed. A visual inspection was performed. The device was returned with the fill tube and the deflated balloon. The tip of the valve was broken and missing. It was observed that the balloon was in good condition, however it can be seen colored blue in the valve, most likely it was filled with methylene blue. Additionally, in the fill tube catheter the tip of the valve was broken and missing. A media analysis was performed. A picture from the customer observed the box of the device with the upn and batch number. Nonetheless it is not possible to identify the reported events in the media provided. Because of the condition of the balloon returned, there is enough evidence to confirm the reported event of catheter detachment of device or device component. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. There is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Therefore "device use of device issue - user error" in this event is catalogued as "failure to follow instructions" because the problems traced to the user not following the manufacturer's instructions. However, this failure could not be related directly to the main cause of this investigation. Based on all gathered information, the most probable root cause selected for the reported event of catheter detachment of device or device component is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on event. Most likely procedural factors as handling of the device and the technique used by the physician (force applied), could have resulted in the damages encountered in the device. For the event cancelled/rescheduled post sedation/sedation unknown, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, it will be classified as cause not established.

Event description:
It was reported to boston scientific corporation that during the insertion of an orbera365 intragastric balloon system on (B)(6) 2025, it was noticed that the catheter used to fill the balloon was detached. The procedure was cancelled after the patient was under local anesthesia. As a result of this event, the procedure had to be rescheduled.

Manufacturer narrative:
. Imdrf code f1001 is being used to capture the reportable event of procedure cancelled post sedation/sedation unknown.

Event description:
It was reported to boston scientific corporation that during the insertion of an orbera365 intragastric balloon system on (B)(6) 2025, it was noticed that the catheter used to fill the balloon was detached. The procedure was cancelled after the patient was under local anesthesia. As a result of this event, the procedure had to be rescheduled.

Manufacturer narrative:
Block h6: imdrf code f1001 is being used to capture the reportable event of procedure cancelled post sedation/sedation unknown. Additional information received october 23, 2025. Blocks a1, a2, a3, a4: patient information updated. Block e1: initial reporter address updated. Device evaluation: block h11: the returned orbera balloon was analyzed. A visual inspection was performed. The device was returned with the fill tube and the deflated balloon. It was observed that the balloon was in good condition, however it can be seen colored blue in the valve, most likely it was filled with methylene blue. Additionally, in the fill tube catheter the tip of the valve was broken and missing. A media analysis was performed. A picture from the customer observed the box of the device with the upn and batch number. Nonetheless it is not possible to identify the reported events in the media provided. For this reason, there is not enough evidence to confirm the reported event of catheter detachment of device or device component. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all gathered information, the most probable root cause selected for the reported event of catheter detachment of device or device component is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on event. For the event cancelled/rescheduled post sedation/sedation unknown, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, it will be classified as cause not established.